Event description:
Additional information received reported during preparation, the stent could not be observed in the sheath. Just found that the stent was damaged during deployment.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire device was returned within the marksman catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, tip coil was deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, tip coil, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was said to be due to burrs on the tip which affected the opening of the device. The pipeline was not positioned in a bend when it failed to open.

Event description:
It was reported that a pipeline embolization device was used to treat an unruptured saccular aneurysm located in the left cavernous segment of the internal carotid artery. The stent tip end did not open and was rod-shaped with fluffing, indicating abnormal stent morphology. Despite attempts to retract, wait, and deploy a longer length, the stent could not open. Consequently, the pipeline embolization device and marksman catheter were withdrawn and replaced to complete the surgery. Post-surgery, the scrapped stent was observed in vitro, confirming the stent problem as the tip end still could not open and the morphology was abnormal. Dual antiplatelet treatment was administered, and the angiographic result showed blood retention in the aneurysm. The aneurysm max diameter was 8mm, and the neck diameter was 5mm. The landing zone was 4.9mm distal and 5.1mm proximal. The patient's vessel tortuosity was minimal. The access vessel was the femoral artery, which was 7mm in diameter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228511142); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.